Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 1227587,12275287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("psychological or psychiatric problems condition: fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in 2006. At the time of the report, the vaginal haemorrhage, menorrhagia and female sexual dysfunction was resolving and the depression, bladder disorder, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: after completion of the procedure, there were 4 coils visualized outside of the left ostium and 7 coils visualized outside of the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs & mr received: case has been upgraded from invalid to valid. Case category was upgraded to incident from other event. Event injury was replaced with events vaginal hemorrhage, menorrhagia, apareunia, depression, bladder disorder, urinary tract disorder, dysmenorrhea, vaginal discharge, fatigue added. Lot number was added. Reporters information added. Patients demography added. Insertion date was updated and date of removal was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 1227587-not valid,12275287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2005, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("psychological or psychiatric problems condition:fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in 2006. At the time of the report, the vaginal haemorrhage, menorrhagia and female sexual dysfunction was resolving and the depression, bladder disorder, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: after completion of the procedure, there were 4. Coils visualized outside of the left ostium and 7 coils. Visualized outside of the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Lot number 1227587 is invalid. Lot number:12275287 manufacture date:2005-01 expiration date:2006-12 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.